Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and observed air forming at the syringe. The fse replaced the buffer valve between the buffer bottle and syringe to resolve the issue. The fse verified instrument operation.

Event description:
The customer obtained a false high sodium (na), chloride (cl), and potassium (k) result for two (2) patients, over two (2) days, involving the au680 clinical chemistry analyzer. This report references the event which occurred on (B)(6) 2016; please refer to MDR report 9612296-2016-00009 for the report of the event which occurred on (B)(6) 2016. The false high na, cl, and k results were not reported outside the laboratory. The customer repeated the samples and obtained na, cl, and k results within the normal reference range for the patients. There was no change to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.